Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was attributed to water ingress. Our evaluation found internal water damage on the battery harness, main board, and the rear housing. These items were replaced to resolve the customer's report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.